Event description:
During the procedure, the surgeon noted that the patient had an extremely large fibroid uterus. The morcellator was being used by the surgeon and then froze. A second device, with the same lot number, was opened and used and it too froze and stopped working. A third device was opened and used without incident. It is unknown if the third device was the same or different lot number.======================manufacturer response for gynecare morcellex, gynecare morcellex (per site reporter).======================none at this time.